Event description:
It was reported to boston scientific corporation in 2008 that an enteryx device was implanted in 2005 (patient information is uknown). It was reported that the patient had two small ulcers above the ge jxn, chest pain, burping, esophagus pain, and gas. There were no device malfunctions noted during the tx. The subject was noted to have a hiatal hernia during the tx endoscopic assessment. It is unknown if the ulcers were related to the esophageal pain.

Manufacturer narrative:
Clinical study: the product remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: the product has been removed from the global market in 2005. Boston scientific corporation no longer produces the reported product.